Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, when using clip applier to clamp the blood vessels to stop bleeding, the two clips were asymmetric, and the clip was not tight. A new device was used to resolve the issue and complete the case. There was no patient injury.